Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:59:47. During night drain cycle three, the patient's ultrafiltration reading was 482ml, indicating the home patient (hp) drained 482ml more than their maximum programmed fill volume of 800ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). (B)(6). Patient is a male evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 482ml during therapy initiated on (B)(6) 2011 at 22:59, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 22:59. A fill was delivered during fill 3 of 5 of 799 ml. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2011 at 2:44 and the user's actual drain volume during cycle 3 was 1278 ml. The actual drain volume of 1278 ml is 159.8% of largest prescribed fill volume (lpfv) of 800 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.